Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
After arthroscopic bankert repair by using gryphon br, the surgeon suspected the possibility of infection and requested another gryphon br for a patch test. The result remains to be seen. Additional information was received via email from the affiliate on (B)(6) 2016 a patch test took place and it showed that gryphon br has no relationship with this complaint. So this is not an adverse event. Can you confirm if the surgeon was referring to possibility of infection or reaction? Yes. The patient was followed by a low-grade fever after surgery . The surgeon left the anchor implanted. There is no information if the patient was treated with antibiotics . The patch test has been done already.

Manufacturer narrative:
The complaint device is not available for a physical evaluation, however, it was reported that the facility performed a patch test and concluded that the device is not the cause of patient¿s reaction. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).